Event description:
It was reported that upon interrogation, the pulse generator exhibited diagnostics anomaly not measuring lead impedance. The patient experienced heart rate of 210 beats per minute. The intrinsic rate for the patient was regulated. The patient would continue to be monitored via merlin.net.

Manufacturer narrative:
(B)(4).